Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / perforation (other) / perforation: 1st insertion perforated') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) for heavy periods. On (B)(6)2010, the patient had essure inserted. In 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("extreme pain during menstruation"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed(interpreted as general abnormal bleeding)"), pelvic pain ("pelvic pain/chronc pain"), abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems : bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), adnexa uteri pain ("right ovarian pain") and endometriosis ("other injury or complications :-endometriosis"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, dysmenorrhoea, adnexa uteri pain and endometriosis outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,bladder/urinary problems. Discrepancy in essure insertion date provided in pfs (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure confirmation test(s) (unspecified) total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received new event added endometriosis. Lab test was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / perforation (other) / perforation: 1st insertion perforated') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopic adjustable gastric band (date leave began: (B)(6) 2011 date leave ended: (B)(6) 2011 (fall 2011 and was out for 2 weeks)). Concomitant products included levonorgestrel (mirena) for heavy periods. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/chronc pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have blood iron decreased ("needs iron supplements"). In 2017, the patient experienced dysmenorrhoea ("extreme pain during menstruation"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed(interpreted as general abnormal bleeding)"), abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems : bladder infection"), vaginal infection ("vaginal infection"), adnexa uteri pain ("right ovarian pain") and endometriosis ("other injury or complications :-endometriosis") and underwent uterine dilation and curettage ("dilation and curettage"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, dysmenorrhoea, adnexa uteri pain, endometriosis and uterine dilation and curettage outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, blood iron decreased, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine dilation and curettage, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,bladder/urinary problems. Discrepancy in essure insertion date provided in pfs (B)(6) 2010 and (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2010: essure confirmation test(s) (unspecified) total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: pfs received. New event added. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / perforation (other) / perforation: 1st insertion perforated') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia )') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopic adjustable gastric band (date leave began: (B)(6) 2011 date leave ended: (B)(6) 2011 ((B)(6) 2011 and was out for 2 weeks)), female sterilisation, anemia, obstructive sleep apnea syndrome, allergy to antibiotic, sulfonamide allergy, uterine perforation, genital bleeding, gravida ii, parity 2, foot surgery, tonsillectomy, multiple cesarean sections, broken foot, lasik eye surgery, correction hammer toe and migraine. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included weight loss, gerd, constipation, acid reflux (oesophageal), anemia and obesity. Concomitant products included levonorgestrel (mirena) for heavy periods as well as ascorbic acid, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), hyoscine (scopolamine), ibuprofen, linaclotide (linzess), omeprazole, ondansetron (zofran), oxycodone, phentermine and sumatriptan. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/chronc pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In 2017, the patient experienced dysmenorrhoea ("extreme pain during menstruation"). In (B)(6) 2017, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed(interpreted as general abnormal bleeding)"), abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems : bladder infection"), vaginal infection ("vaginal infection"), adnexa uteri pain ("right ovarian pain"), endometriosis ("other injury or complications :-endometriosis") and anaemia ("anemia") and was found to have blood iron decreased ("low levels of iron"). The patient was treated with iron and surgery (uterine dilation and curettage). Essure treatment was not changed. At the time of the report, the uterine perforation, heavy menstrual bleeding, genital haemorrhage, pelvic pain, abdominal pain, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, dysmenorrhoea, adnexa uteri pain, endometriosis, migraine, blood iron decreased and anaemia outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anaemia, blood iron decreased, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,bladder/urinary problems. Discrepancy in essure insertion date provided in pfs (B)(6) 2010 and (B)(6) 2010 and (B)(6) 2010. Uterus was perforated and I had to have a second procedure to fininsh the implants on both tubes on (B)(6) 2010 left side: 3 coils outside of the tubal ostium and right tubal ostium with 2 coils at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2010: essure confirmation test(s) (unspecified) total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / perforation (other) / perforation: 1st insertion perforated') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia )') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopic adjustable gastric band (date leave began: (B)(6) 2011. Date leave ended: (B)(6) 2011 (fall 2011 and was out for 2 weeks)). Concomitant products included levonorgestrel (mirena) for heavy periods as well as ascorbic acid, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), linaclotide (linzess) and omeprazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/chronic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In 2017, the patient experienced dysmenorrhoea ("extreme pain during menstruation"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed(interpreted as general abnormal bleeding)"), abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems : bladder infection"), vaginal infection ("vaginal infection"), adnexa uteri pain ("right ovarian pain") and endometriosis ("other injury or complications :-endometriosis") and was found to have blood iron decreased ("low levels of iron"). The patient was treated with iron and surgery (uterine dilation and curettage). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, dysmenorrhoea, adnexa uteri pain, endometriosis, migraine and blood iron decreased outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, blood iron decreased, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,bladder/urinary problems. Discrepancy in essure insertion date provided in pfs (B)(6) 2010 and (B)(6) 2010 and (B)(6) 2010. Uterus was perforated and I had to have a second procedure to finnish the implants on both tubes on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure confirmation test(s) (unspecified) total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: pfs received event "migraines / headaches" was added. Concomitant drugs was added. Menorrhagia event- marked as significant and uterine dilation & curettage added as a treatment for menorrhagia. New event added: low levels of iron. Iron supplementation added as a treatment drug and deleted from event tab. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / perforation (other) / perforation: 1st insertion perforated') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia )') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopic adjustable gastric band (date leave began: (B)(6) 2011 date leave ended: (B)(6) 2011 (B)(6) 2011 and was out for 2 weeks, female sterilisation, anemia, obstructive sleep apnea syndrome, allergy to antibiotic, sulfonamide allergy, uterine perforation, genital bleeding, gravida ii, parity 2, foot surgery, tonsillectomy, multiple cesarean sections, broken foot, lasik eye surgery and correction hammer toe. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included weight loss, gerd, constipation, acid reflux (oesophageal), anemia and obesity. Concomitant products included levonorgestrel (mirena) for heavy periods as well as ascorbic acid, betacarotene; bioflavonoids nos;biotin;calcium ascorbate; calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride; cholecalciferol;copper sulfate; cyanocobalamin; folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin; selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), hyoscine (scopolamine), ibuprofen, linaclotide (linzess), omeprazole, ondansetron (zofran), oxycodone, phentermine and sumatriptan. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/chronic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In 2017, the patient experienced dysmenorrhoea ("extreme pain during menstruation"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed(interpreted as general abnormal bleeding)"), abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems : bladder infection"), vaginal infection ("vaginal infection"), adnexa uteri pain ("right ovarian pain"), endometriosis ("other injury or complications :-endometriosis") and anaemia ("anemia") and was found to have blood iron decreased ("low levels of iron"). The patient was treated with iron and surgery (uterine dilation and curettage). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, dysmenorrhoea, adnexa uteri pain, endometriosis, migraine, blood iron decreased and anaemia outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anaemia, blood iron decreased, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,bladder/urinary problems. Discrepancy in essure insertion date provided in pfs (B)(6) 2010. Uterus was perforated and I had to have a second procedure to finish the implants on both tubes on (B)(6) 2010. Left side: 3 coils outside of the tubal ostium and right tubal ostium with 2 coils at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure confirmation test(s) (unspecified) total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: pfs received event " anemia" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / perforation (other) / perforation: 1st insertion perforated') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopic adjustable gastric band (date leave began: (B)(6) 2011. Date leave ended: (B)(6) 2011 (fall 2011 and was out for 2 weeks)). Concomitant products included levonorgestrel (mirena) for heavy periods. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/chronic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and underwent mineral supplementation ("needs iron supplements"). In 2017, the patient experienced dysmenorrhoea ("extreme pain during menstruation"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed(interpreted as general abnormal bleeding)"), abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems : bladder infection"), vaginal infection ("vaginal infection"), adnexa uteri pain ("right ovarian pain") and endometriosis ("other injury or complications :-endometriosis") and underwent uterine dilation and curettage ("dilation and curettage"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, dysmenorrhoea, adnexa uteri pain, endometriosis and uterine dilation and curettage outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mineral supplementation, pelvic pain, uterine dilation and curettage, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,bladder/urinary problems. Discrepancy in essure insertion date provided in pfs (B)(6) 2010 and (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure confirmation test(s) (unspecified) total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / perforation (other) / perforation: 1st insertion perforated') and genital haemorrhage ('general abnormal bleed(interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) for heavy periods. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("extreme pain during menstruation"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and adnexa uteri pain ("right ovarian pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, dysmenorrhoea and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,bladder/urinary problems. Discrepancy in essure insertion date provided in pfs (B)(6) 2010 and (B)(6)2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2010: essure confirmation test(s) (unspecified) total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs and mr received: events: abnormal bleeding (vaginal, menorrhagia), apareunia, dyspareunia, fatigue, pain, uterine perforation, pain during menstruation, right ovarian pain were added. Reporters, lab data, patient demographics were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.